Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she is not holding her urine. The patient noted she has increased her stimulation. The patient does feel stimulation. There was no traumas or falls associated with the event. The patient also noted she has a urinary tract infection diagnosed around 2 weeks ago. The patient stated 3 weeks ago she had a return of symptoms. The patient also reported her blood sugar has been shooting up. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.